Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported confirmed through evaluation or the returned product. Visual examination of the returned product identified that the metal impactor fractured. The fracture surface visually align with the zimmer research memo in which an overload fracture failure mode was identified. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the glenosphere impactor fractured during impaction of the glenosphere. The glenosphere was impacted down enough while it was broken, therefore no alternate device was required. No complications, injuries, or surgical interventions were reported, and no foreign bodies were retained due to this malfunction. It was reported that no further information is available.